Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The system functioned as intended and passed a system checkout. A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: pn: 9735737, software version: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for an electrode probe placement procedure. It was reported that after taking a confirmation spin for an electrode placement the electrode appeared to have deflected in its trajectory and was 4mm off of the target (anterior and medial). The still had good micro-electrode readings and test stimulation so they did not re-pass the electrode. The entry was about 1mm off. The other electrode on the other side was accurate. The site used auto imaging system registration with the nexframe. There was no delay to the procedure and there was no impact on the patient's outcome.